Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon had burst. Review of the catheter showed a burst balloon which had split vertically from distal to proximal of the balloon effective area. Closer examination using dino-lite (x60 magnification) along the split line and nearby proximity area revealed yellowish spot on the balloon and trace of lubricant. The traces of yellowish spot and lubricants on the balloon surface indicates that the balloon had come in contact with contradict lubricants which may cause the balloon surface to give away during use. In our current standard operating procedure, the products are subjected to 100% visual inspect ion and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process as well. Based on the investigation conducted, there are traces of yellowish spot on the balloon surface. This indicates that the balloon had come into contact with contradict lubricants which may cause the balloon surface to give away during use. In manufacturing, all catheters are subjected to 100% inflation and deflation test and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that: involving a new born baby that had a pediatric catheter inserted. Blood was found at the level of the urinary meatus. The catheter was removed and found cut(broken). Blood was washed and another catheter was inserted. In addition, it was reported that the device cut the patient and the device was in use several days but less than a week.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: involving a new born baby that had a pediatric catheter inserted. Blood was found at the level of the urinary meatus. The catheter was removed and found cut (broken). Blood was washed and another catheter was inserted. In addition, it was reported that the device cut the patient and the device was in use several days but less than a week.